Event description:
Info received indicates the head section of the bed wouldn't rise.

Manufacturer narrative:
The tech isolated the issue to the solenoid coil. He replaced the solenoid coil to repair the bed.